Event description:
Bedside rn changed patient's tracheostomy tube the morning of [date redacted]. Tracheostomy was changed with a 4.0 bivona water cuff tracheostomy tube that was brand new out of the box. Bedside rn and one other rn replaced tracheostomy tube. Bedside rn began to notice an air leak with the changed tube, the tracheostomy tube was the appropriate size for this patient. Bedside rn attempted to fix air leak with no success. Bedside rn and another rn changed the tracheostomy tube again. Bedside rn evaluated the tube that was removed from the patient. The water cuff on the tracheostomy tube that was removed didn't inflate when water was added.